Event description:
The customer's mother reported via phone call that the insulin pump had a no delivery alarm during bolus. Blood glucose level at the time of the incident was 242 mg/dl. The customer's mother was unable to troubleshoot at the time of the initial call. Blood glucose level at the time of the call was over 600 mg/dl. During a follow up call, the customer's mother reported changing the set and receiving a motor error alarm. Customer's mother did not recall any significant events leading up to the motor error alarm. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.